Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the lower extremity for a deep vein thrombosis using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician aspirated the thrombus for about five minutes and then removed the cat6 from the patient. The scrub tech. Flushed the cat6 for later use and prior to reinserting the cat6 into the patient, the physician noticed that the end of the cat6 collapsed and twisted on itself. The physician did not use the cat6 for the second pass and continued the procedure using a new indigo system aspiration catheter 8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device no longer available for return.